Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 at 3:43 p.m., she obtained a reading of 192 mg/dl on her adc meter that she felt was high. Customer further reported she "wasn't feeling well" and after leaving the doctor's clinic, she walked out of the building and experienced a loss of consciousness. Paramedics were called and upon their arrival within 5-10 minutes, a reading of 39 mg/dl was obtained on their device. Customer was treated with intravenous fluids "to bring (her) sugar up" and a peanut butter and jelly sandwich. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported meter serial number (B)(4) was found to be invalid. The following DHR's have been performed for the corrected serial number (B)(4). Has been updated to reflect the valid meter serial number. A DHR (device history review) for the precision xtra was reviewed and the DHR showed the meter passed all tests prior to release. A DHR for the precision strips was reviewed and the DHR showed the precision strips passed all tests before release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. (PMA/510(k) #) was incorrectly documented in the initial 30 day report. Has been updated.

Event description:
Customer reported that on (B)(6) 2018 at 3:43 p.m., she obtained a reading of 192 mg/dl on her adc meter that she felt was high. Customer further reported she "wasn't feeling well" and after leaving the doctor's clinic, she walked out of the building and experienced a loss of consciousness. Paramedics were called and upon their arrival within 5-10 minutes, a reading of 39 mg/dl was obtained on their device. Customer was treated with intravenous fluids "to bring (her) sugar up" and a peanut butter and jelly sandwich. There was no report of death or permanent impairment associated with this event.